Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
There was no on-site investigation by our field service engineer, as customer decided just to order new o2 hose and cancel the service. Leakage from o2 hose can affect delivery of the o2 concentration, which will be noticed during ventilation by alarm activation (e.g. O2 supply pressure low, o2 concentration low). Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Device's logs were not provided. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 hose.

Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.